Event description:
It was reported by the attorney that "he represents a patient who had a composix kugel implanted, and has had numerous complications", but that it appears from photographs that the implant twisted inside the patient. He is notifying us (davol/bard) of impending litigation. Additional information later provided reports that the mesh was explanted over the course of two surgeries.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.